Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported three pipelines were found twisted during deployment. Two of the pipelines were removed from the patient and the physician used a balloon to open the third pipeline. No patient injury reported. Same event as MDR# 2029214-2011-00417.